Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. Deflation and baker¿s grade iii capsular contracture were diagnosed post procedure. As a result, partial capsulectomy and bilateral prosthesis replacement with mentor smooth round moderate plus profile 375cc saline prostheses was performed on (B)(6) 2018. The prostheses were filled to 425ccs. No procedure complications were noted, and the patient fully recovered with no residual effects.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. Deflation and baker¿s grade iii capsular contracture were diagnosed post procedure. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the anterior view. A rent measuring approximately 0.4 cm was discovered within the crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/6/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. The device history record (DHR) for the lot number 6430319 was reviewed on 6/7/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).